Event description:
It was reported that on the programmer's right ventricular threshold screen due to options being unselectable the test was unable to be started. It was further noted that the cable compartment was broken. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 2067 radio frequency programmer head.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that due to options on the screen being un-selectable the test was unable to be started and therefore the overlay was replaced and calibrated. Analysis also confirmed the customer comment that the cable compartment was broken and therefore the power cord door was replaced. Analysis also found that the floppy disk drive was unable to read or write from disk and it was therefore replaced, that there was display noise due to a loose screw and that the right antenna was damaged. Product ID (B)(4) radiofrequency programmer head.

Event description:
It was reported that on the programmer's right ventricular threshold screen due to options being unselectable, the test was unable to be started. It was further noted that the cable compartment was broken. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.